Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and a clip partially loaded. The device was returned with the rotation tab bent. No other defects or anomalies were observed. Reference a files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The partially loaded clip was unable to load properly, but it was able to close and release. No more clips fired. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "jamming" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, the partially loaded clip was unable to properly load into the jaws of the device. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The device jammed and the clip could not be applied. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600717 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device jammed and the clip could not be applied. The patient's condition was reported as fine.